Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. E1: reporter name unknown/not provided.

Event description:
The doctor reported that the implant at tooth site 27 failed due to sinus perforation. Implant was removed. Procedure not completed.